Event description:
A malfunction alarm was reported, identified as malfunction code 0, but there were no notable events prior to the malfunction. It was unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl. The customer reset the pump, and it continued to function properly without the malfunction code recurring. Technical support provided pump reset information and instructed the customer to call back if the malfunction code recurs. The customer acknowledged and understood the instructions.